Event description:
Information was received that during the use of a smiths medical fluid warmer, blood had leaked. No patient injury resulted.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cm(B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The returned sample was received in used conditions and without its original packaging. The sample was visually inspected no damage or crack was found in the assembly. The returned sample was tested with water using a syringe in order to detect any leakage on the product a leak was detected in the filter. The root cause of the reported issue was found to be a leak in the filter. Actions were taken to mitigate the reported issue: are unknown. A corrective and preventative action has been opened to address the reported issue.